Manufacturer narrative:
Additional information was received on june 3, 2021. An explant is planned for (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot number provided to mentor could not be associated to the product code provided. Therefore, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline prostheses experienced left sided baker grade IV capsular contracture and right sided deflation post procedure. The breast was in pain and the sitting high. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The left sided capsular contracture was diagnosed initially under 1645337-2021-04989 on (B)(6) 2021. On may 6, 2021 mentor received additional information and initial awareness of the right sided deflation. This report relates to the right prosthesis.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 17, 2021. The lot number was clarified based on the device received. The lot number is 271543. A manufacturing record evaluation was performed for the finished device 271543 number, and no non-conformances were identified. The investigation of the impacted product was completed by the failure analysis lab on september 1, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. During the visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).